Manufacturer narrative:
The device referenced in this report was returned to olympus for evaluation. The definitive cause of the user's experience cannot be determined at this time. The investigation is ongoing. Physical evaluation of the suspect device reveals: the customer¿s report of ¿channel 4 blocked¿ was confirmed and during initial inspection of the device, foreign debris was found protruding from the air/water nozzle. The blockage protruding from the outlet pipe appears to be a brush bristle like material. A full technical evaluation was completed in accordance with the specification. The following defects were identified in relation to the customer specified fault: outlet pipe condition - blockage evident air channel volume - blockage evident water flow - not to specification water removal - not to specification water channel ¿ volume - blockage evident. Technical evaluation summary: a blockage is present in the air / water nozzle, which was identified during initial inspection. The contamination appears to be a brush bristle like material, previous experience indicates this fault is typically a result of user handling. Our investigation concludes that the contamination did not originate from the olympus endoscope. The likely root cause is user handling. This report will be updated upon completion of the investigation or upon receipt of additional relevant information.

Event description:
It is reported by the customer, while preprocessing a evis lucera elite gastrointestinal videoscope, the device failed in the automatic endoscope reprocessor (aer) with channel four blocked. There was no patient contact/impact associated with this occurrence. During physical evaluation of the returned device, olympus found foreign debris protruding from the air/water nozzle. The blockage protruding from the outlet nozzle appeared to be a brush bristle like material. This report is being submitted for the malfunction found at evaluation.

Manufacturer narrative:
This report is being updated to provide investigation findings. New information is reported in date device received for evaluation. The device history record (DHR) for the complaint device has been reviewed and it is confirmed that the device met all design and quality specification when it was shipped. The instructions for use (IFU) shipped with the device provides the following information for the user related to this event: ¿all cloths used in reprocessing are recommended to be lint-free. Lint or cloth fibers shed into reprocessing fluids may be injected into the endoscope channels. There is the potential for lint or cloth fibers to lodge in channels or become trapped in the air/water nozzle. If gauze is used to reprocess the endoscope, ensure that fibers do not get caught on or remain trapped by protruding components like the air/water nozzle. ¿ ¿operation manual :operate the endoscope position detecting unit as described in its instruction manual. Nothing other than sterile water should be used for air/water feeding. No additives should be put into the sterile water. Non-sterile water may cause patient cross-contamination and/or infection.¿ ¿to prevent clogging of the air/water nozzle of the endoscope, flush water into the air channel of the endoscope, using the aw channel cleaning adapter (mh-948) after each patient procedure.¿ conclusions: the definitive cause of the reported event cannot be specified. Based on the investigations findings, the following causes are presumed: fibers from cloths used in the facility or fragments from accessories may have remained in side the scope due to facility reprocessing procedures differing from IFU recommendation. Facility staff not adequately trained in reprocessing and/or device handling according to IFU.